Event description:
Hcp reported that in march 2004 the pt showed withdrawal symptoms for the first time. The expected reservoir volume was 2ml and the actual reservoir volume was 0ml. After this, the pump showed exact reservoir volumes for the next refills (calculated volume = aspirated volume). The last refill was in 07/2004. Nine days later the pt showed over infusion-symptoms and after a few more days the pt exhibited withdrawal symptoms. The pump volume was then checked. The aspirated volume was 25ml while the expected reservoir volume was 25 ml. The pump was then explanted and replaced about two weeks later. After replacement of the pump good therapy outcome was reported.